Manufacturer narrative:
The pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Unable to perform the basic occlusion, occlusion, prime, or excessive no delivery tests due to the alarm. The pump also had minor scratches on the display window, a cracked display window at the bottom right side corner, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube near the reservoir tube window, and cracked battery tube threads.

Event description:
It was reported that the customer had a diive support cap is sticking out on the insulin pump. The customer's blood glucose level was 130 mg/dl. The customer was advised to discontinue use of the insulin pump andre revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin pump will need to be replaced. The customer was offered to troubleshoot for high blood glucose but declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.